Event description:
Reportable based on device analysis completed on 29 jul 2024. It was reported that visualization issues occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not show the image from the beginning. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the imaging window was twisted 9.5 cm from the lap joint section. No damage was found within the telescope and sheath sections of the device. The impedance test showed an electrical open proximal waveform between 130 and 140 cm from the distal housing. Media returned by the customer was inspected and showed evidence of the reported image lost issue. Based on the evidence, the as reported code of "image, lost" can be confirmed. The open proximal found during the impedance test and the imaging window twisted could have contributed to image lost. The media does not show enough evidence to identify a device defect that could have contributed to the reported complaint.